Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ impella 5.5 with smartassist - section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that roughly fifty days into impella 5.5 support, multiple complications were encountered. It was initially documented that the purge pressure began to rise coinciding with a drop in purge flow rates. A purge system blocked alarm was triggered and a blood clot was subsequently discovered around the outflow cage. Up until that point in time, the purge fluid was mixed with sodium bicarbonate instead of heparin. It was additionally noted that an intermittent suction alarm began to appear. The pump was removed in response to the failures and the amount of catecholamines were increased to support the patient.

Manufacturer narrative:
High purge pressure: upon evaluating the returned pump, it was observed that high purge pressure reproduced in the lab, and after analyzing the data logs, the root cause of the high purge pressure was determined to be biomaterial buildup inside the purge gap. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Low pump flow: upon evaluating the returned pump, it was observed that low flow reproduced in the lab, and after analyzing the data logs, the root cause of the low pump flow was determined to be biomaterial found in the outflow cage and purge gap.